Event description:
The facility representative reported a colleague infusion pump with an 808:02 failure code that interrupted infusion. There is no known patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion with an 808:02 fc was confirmed and duplicated during product evaluation. The root cause of this condition was due to a defective phm. The phm was replaced to correct this condition.